Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch. Initially, it was indicated that during the operation, leakage current was detected on patient interface unit (piu) reinforcement learning (rl) input. A second device was used to complete the operation. There was no adverse event reported on the patient. (Error code:7). With the initial information available, this event was assessed as non MDR reportable. However, on 22-mar-2026, additional information was received which indicated that the current leakage error was accompanied by a signal noise/signal loss issue on all ECG (bs + ic) channels while the catheter was inside the patient¿s body. It was observed on carto® and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. Therefore, the event was re-assessed as MDR reportable with an awareness date of 22-mar-2026.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. It was reported that during the operation, leakage current was detected on the patient interface unit (piu) reinforcement learning (rl) input. The current leakage error was accompanied by a signal noise/signal loss issue on all ECG (bs + ic) channels while the catheter was inside the patient¿s body. It was observed on carto® and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. Photo evaluation: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, error 7, current leakage with signal noise was displayed on carto 3 system. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The current leakage issue reported by the customer was confirmed based on the picture received. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).